Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the metal supports as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic assisted vaginal hysterectomy. Detailed description of event: [name]hospital. Surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and the prongs exposed to outside. Client cut the string and take out the bag from shaft. They replace with a new one to complete this surgery. Product available for return. Photo is available. Additional information was received via email on 01nov2021 from [name]: scissors, esu, and a grasper were also used in the procedure. There were multiple attempts to advance the actuator. Prongs were exposed inside the patient. Additional information was received via email on 28dec2021 from [name], purchasing representative [distributor]. The supports were covered by the bag before the user removed the bag from the shaft. The cord was removed from the shaft without cutting the string. Patient status: fine. Type of intervention: the case was completed with a new product.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed laparoscopic assisted vaginal hysterectomy. Detailed description of event: [name]hospital. Surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and the prongs exposed to outside. Client cut the string and take out the bag from shaft. They replace with a new one to complete this surgery. Product available for return. Photo is available. Additional information was received via email on 01nov2021 from [name]: scissors, esu, and a grasper were also used in the procedure. There were multiple attempts to advance the actuator. Prongs were exposed inside the patient. Patient status: fine. Type of intervention the case was completed with a new product.